Event description:
It was reported the threads on the end of the holding sleeve cross threaded with the six millimeter titanium matrix screw during the preoperative preparation. The surgeon was preparing to perform a transforaminal lumbar interbody fusion at l3-4. When the holding sleeve cross threaded with the screw, it was observed that pieces of the screw and holding sleeve started to peel away simultaneously. No surgical delay was reported. The surgery was successfully completed with an available back-up device. No reported harm to patient. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the product development evaluation reported the returned instrument shows damage to the male threads on the distal tip; it is stripped, i.e. First thread is partially detached. The reported device 03.632.001 and similar device 03.632.036 are locking holding sleeves for the matrix pedicle screw system. These holding sleeves are the same design, one is a short version (03.632.001) and other one is a longer version (03.632.036). The matrix spine system includes 5 holding sleeves (03.632.001, 03.632.036, 03.632.085, 03.616.042, 03.616.043) for screw insertion with an appropriate driver. The distal male threads mate with the female threads of the screw thread. Improper use of this holding sleeve can contribute to the hazard experienced in this complaint. The applicable technique guides (reference #j9698-d, j9699-d and j9700-d) illustrate how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. Upon inspection of received part 03.632.001; the distal tip shows damage to the thread; first thread is partially detached. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Phone number initially reported is incorrect; phone number is unknown device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Magnum manufacturing center manufactured the holding sleeve ¿ standard for matrix, p/n 03.632.001, lot # 6489722. The certificate of compliance (dated february 11, 2011) for lot number 6489722, indicates the parts were manufactured and conformed to specifications per p/n 03.632.001, revision ¿g.¿ the lot was inspected and conformed to the synthes incoming final inspection sheet number (B)(4), revision ¿l.¿ there were no complaint-related issues, mrrs, or ncrs associated with this lot. The holding sleeve was also inspected per the documented inspection results, completed on october 29, 2010, the inspection data report dated february 02, 2011, and the synthes data sheets dated february 11, 2011. (B)(4) parts were released to the warehouse on february 15, 2011. The lot was made per p/n 03.632.001, revision ¿g¿, released on september 17, 2010. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.